Event description:
It was reported that the customer used the catheter for thrombectomy for the patient's own blood vessel. Customer executed balloon approximately 10 times. When attempting to remove the catheter, there was an abnormal snapping sound heard. Balloon detachment was confirmed after the catheter was removed. The customer attempted to remove the balloon from the patient but there is a possibility that the balloon latex remains in the patient body. Additionally, the patient had left internal shunt surgery. After the surgery, thrombosis was seen near the anastomosis site. A thrombectomy was performed. No patient complications noted by customer.

Manufacturer narrative:
One fogarty embolectomy catheter was returned for evaluation. The balloon latex and both the proximal and distal windings were found to be missing from the catheter tip and were not returned with the catheter. This condition may occur when the pull force of 1.5 lbs on an inflated balloon (per IFU) has been exceeded. Also per the product IFU, the embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). The catheter body was found to be in good condition. Visual examinations were performed with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Although the complaint was confirmed during the evaluation, there are no indications of a manufacturing non-conformance. It could not be determined if procedural factors or device handling may have contributed to the event reported. No actions will be taken at this time.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results.